Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, user was instructed to replug the system to continue the procedure. The philips field service engineer (fse) inspect the system onsite and confirm that the c arm cannot move. Review of the system log file showed that enable movement (enmv) high at startup which indicates that enmv signal was active during startup and unable to allow the control module to become active for use to prevent the system moving by itself. Upon troubleshooting fse disconnected the mdy-16 and started the system and again reconnected the mdy -16 and confirmed geo module was defective. To resolve this issue, fse replaced geo module and returned it to philips for further analysis. The analysis confirmed that the cause of the geo module failing was enmv reading. After replacement of geo module, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the c-arm geometry movements could not be performed. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.